Event description:
It was reported to boston scientific corporation that a wallflex enteral colonic stent was used during a colonic stenting procedure on (B)(6), 2010. According to the complainant, the patient had colon cancer, and as a result presented with a four centimeter stricture located in the sigmoid colon. The anatomy was reported to be tortuous. During the stenting procedure, after the stent was deployed fifty percent of way it became "stuck", and the physician was unable to fully deploy or reconstrain the stent. The partially deployed stent was removed from the patient without issue. The procedure was completed with another wallflex enteral colonic stent. There were no patient complications reported as a result of this event. The patient condition post procedure was reported to be "stabilized".

Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual examination of the returned device found that the stent was partially deployed by approximately 73 mm. The stainless steel shaft was bent, distal to the distal end of the proximal handle. During functional analysis, it was not possible to retract the outer sheath by hand or to reconstrain the partially deployed stent, so the shaft was dissected proximal to the stent and the inner lumen and stent were withdrawn from the outer sheath. The outer sheath was unable to be moved proximally or distally. No issues were noted with the profile of the deployed stent or the inner lumen. Based on the condition of the returned device and the evaluation conducted, the most probable root cause of the reported issues is operational context. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation that a wallflex enteral colonic stent was used during a colonic stenting procedure on (B)(6), 2010. According to the complainant, the patient had colon cancer, and as a result presented with a four centimeter stricture located in the sigmoid colon. The anatomy was reported to be tortuous. During the stenting procedure, after the stent was deployed fifty percent of way it became "stuck", and the physician was unable to fully deploy or reconstrain the stent. The partially deployed stent was removed from the patient without issue. The procedure was completed with another wallflex enteral colonic stent. There were no patient complications reported as a result of this event. The patient condition post procedure was reported to be "stabilized".